Event description:
It was reported that stent damage occurred. The 98% stenosed target lesion was located in mildly tortuous and moderately calcified ostium to mid left anterior descending (lad) artery. After pre-dilatation was performed with a non-bsc balloon catheter, a 32 x 3.00 promus premier drug-eluting stent (des) was advanced for treatment. However, it was unable to pass the proximal lad and the stent strut was deformed. Subsequently, pre-dilatation was again performed with a different non-bsc 3.0x20 mm balloon catheter. A 3.0x28mm and 3.5x32mm promus premier des were deployed from mid to ostium lad and the procedure was completed. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 98% stenosed target lesion was located in mildly tortuous and moderately calcified ostium to mid left anterior descending (lad) artery. After pre-dilatation was performed with a non-bsc balloon catheter, a 32 x 3.00 promus premier drug-eluting stent (des) was advanced for treatment. However, it was unable to pass the proximal lad and the stent strut was deformed. Subsequently, pre-dilatation was again performed with a different non-bsc 3.0x20 mm balloon catheter. A 3.0x28mm and 3.5x32mm promus premier des were deployed from mid to ostium lad and the procedure was completed. There were no patient complications reported and the patient status was stable.